Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported to nevro that the patient experienced a heart attack. The physician did not believe this to be related to the device. The patient continues to use the device to find effective pain relief and there have been no reports of further complications regarding this event.